Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of mapping catheter showed that the loop was kinked in several places. The catheter was connected to the diagnostic computer and all channel pairs were displaying noises except the pair 6-7 7-8. A dissection of the electrodes showed that electrodes-wire had detached from the weld. Also, the electrode wire was kink and twisted from the lemo connector. In conclusion, the reported issue of electrodes not working was confirmed through testing. The catheter failed the return product inspection due to a broken electrode-wire, loop kink and kink wire. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an electrode on the mapping catheter was not functioning properly. The mapping catheter was replaced with resolve. The case was completed with cryo. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.